Event description:
It was reported to philips that the paddles are not being recognized. There was no patient involvement.

Manufacturer narrative:
It was reported to philips, that the paddles are not being recognized. The customer requested, that a philips field service engineer (fse), be dispatched to the customer site. The reported issue was confirmed. And traced to a faulty therapy pca and therapy port. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the therapy pca and therapy port. The therapy pca and therapy port was replaced to resolve the reported issue. The device remains at the customer site. And no further evaluation is required at this time.